Event description:
It was reported that the patient received multiple inappropriate shocks. It was also reported that the right ventricular [rv] lead had rising and high impedance measurements and a lead integrity alert was triggered. Additionally, oversensing and a lead fracture were seen during the lead replacement procedure. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the distal conductor was distorted, the distal conductor was cut, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.